Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The battery evaluation found that the battery was degraded due to normal usage. The battery was replaced as part of the general service. Also, the evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a "battery degraded" alarm and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.